Manufacturer narrative:
On december 10, 2020, the mentor failure analysis lab received the device for evaluation. As per device received, the information under section d in this form has been updated. A manufacturing record evaluation (mre) was performed for lot number 5835390, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant has been updated from (B)(6)2008 (manufacturing date of the lot 5835390) under field 6a on this form since no other information is received til this date regarding the implant date. If information is received in the future, it will be submitted in a supplemental report to the FDA. On december 22, 2020, device evaluation was completed. Device evaluation summary: during visual examination of the device a tear was observed on the posterior aspect measuring approximately 0.7 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with an unknown size unknown saline implants smooth and experienced right side breast implant deflation postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with catalog number shpx355; serial number (B)(4) on the left side and with catalog number shpx355; serial number (B)(4) on the right side on (B)(6) 2020.